Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was report oversensing was observed. The lead was explanted and replaced without incidence. The patient was in stable condition and had no symptoms.